Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. Multiple outreach attempts were made to inform customer of the findings; reportedly, customer continued using the pump for insulin therapy.